Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their most recent blood glucose level was 46mg/dl. The customer refused to test and troubleshoot for the lows. The customer states they felt fine and did not want assistance. No further information or assistance was provided at this time.